Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and confirmed the failures. Fse replaced the washing syringe assembly, adjusted the z-axis positioning on the b/f wash probes, checked and adjusted positions at the rtc and stc dispensing locations and adjusted the z position at the dilution well. He also replaced the specimen dispense syringe and reran 27-29 controls which were is range. No wash syringe errors have occurred since replacement of the wash syringe assembly. The system operated as intended. The probable cause of this event was a wash syringe failure. A 13-month complaint history review and service history review for similar complaints was performed for the aia2000st analyzer serial number (B)(4) from 16-jul-2016 through 16-aug-2017. The review found there were no other similar reported issues for this product. The aia-2000 operator's manual; chapter10 - troubleshooting - error messages was reviewed and states the following: wash syringe 1 home detection failure is generated when the home sensor failed to activate after the wash syringe 1 moved toward the home position. The measurement result will be flagged (wu flag). If retry fails, contact tosoh service center or local representatives.

Event description:
The customer reported receiving an error 4371 (wash syringe 1 home detection failure error). Tss (technical support specialist) advised customer to reboot and run one control as sample. The same error occurred. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.